Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, was able to download transmitter log. Test performed on global transmitter final functional tester was passed. Voltage testing was performed and the transmitter passed. Reported fault could not be reproduced with the transmitter. The reported loss of connection was not confirmed with the returned transmitter. A root cause could not be determined.